Event description:
It was reported that the patient experienced a liner disassociation and felt unstable, resulting in liner change revision. The patient experienced instability following the dissociation, and a pre-operative x-ray was performed. The cup remained in situ while the liner and head were explanted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- liner disassociation, resulting in liner change revision. No device associated with this report was received for examination, however, based on the observed condition of the involved implants, the acetabular liner and the femoral head, it is reasonable to conclude that the pinn sector w/gription 52mm became dissociated from the liner. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device lot number m80u60, and no non-conformances / manufacturing irregularities were identified. The overall complaint was confirmed based on the observed condition of the involved implants pinn sector w/gription 52mm would contribute to the complained device issue. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.¿ device history lot- a manufacturing record evaluation was performed for the finished device lot number m80u60, and no non-conformances / manufacturing irregularities were identified.

Event description:
Additional information states that besides instability and needing a revision there was no other patient consequence.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d10 (concomitant), h6 (health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.